Manufacturer narrative:
The date of event, date of this report and date recieved by manufacturer were changed from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/01/2015. The fse found that the white blood cell (wbc) bath solenoid was defective. The fse replaced the wbc bath, which resolved the incomplete hgb and differential vote outs . The repairs were verified by established procedures. (B)(6).

Event description:
The customer reported recovering hemoglobin (hgb) incomplete computations and differential vote outs while running patient samples on the coulter act diff 2 analyzer. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.